Event description:
It was reported the pump was explanted due to infection. The caller stated that pump worked well for 12 years but patient's body rejected this one. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, lot# l74638, implanted: 2000-(B)(6), explanted: 2012-(B)(6), (B)(4).